Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the event site for evaluation and/or repair of the iabp. The stm's findings are that this customer uses their iabps' in an off-label program where they charge and discharge the pumps every day and this results in the batteries lasting closer to 3 months than the expected life span of 3 years. To resolve the issue of battery short run time, the stm replaced the batteries, then performed functional and safety tests. The iabp passed all tests and was released to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated "low battery" alarm. The customer then charged the iabp overnight and when it was again powered up, it emitted the same alarm after 10 minutes. No adverse event was reported.